Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working after approximately two years of implant. A revision surgery was being planned but had not been scheduled.